Event description:
Customer reports an lv5 infusor leaked 5fu onto the pt's skin during infusion. The pt experienced, "minor irritation and redness" and felt "hotness" on his skin. The pt contacted his dr who subsequently put a drug called "hirudoid" on the pt's skin and infused 10mg of dexamethoasone with 250ml of d5w for 1 hour. The pt's skin was reported as getting better. " no further details available.